Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, the exposed defibrillator coil had a white substance, the outer insulation had a white substance, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had noise, oversensing, high impedance and no capture. It was also reported that there was the beginning of a conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.